Manufacturer narrative:
No device deficiency noted. Phrenic nerve damage is a known potential adverse event documented in product labeling.

Event description:
Patient's diaphragm was being paced via a cs catheter located in the high right atrium. During pacing and delivery of laser energy to the anterior wall of the right superior pulmonary vein, it was noted that the diaphragm stopped moving. Delivery of energy was instantly stopped. Date of case was (B)(6) 2019.